Event description:
The nurse reported that, the pt has relocated and presented to a new clinic experiencing increased pain; pt reports having had a recent "bad fall". The pt reported lack of pain control, so the pump was filled with dilaudid 10mg/ml and marcaine; pt was receiving 1.35 mg/day. At that refill, the actual reservoir volume was 13.5 mls; expected reservoir volume was 2.5 mls. The pt again reported lack of pain control and returned for another refill. At that time, it was noted that the actual reservoir volume was 18.0 mls; the expected reservoir volume was 13.5 mls. Dye and roller studies were performed and a rotor stall was confirmed. The pump was filled with normal saline and programmed to stopped mode. The pain was well-controlled on oral medications and the entire device system was explanted and returned to the manufacturer for analysis. See MFR report # 6000030200602206.

Manufacturer narrative:
Final device analysis results reveal - connector broken around suture ring.